Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a low glucose alert of 40 mg/dl while a contemporaneous fingerstick measured 153 mg/dl, and the user treated with oral glucose and manually entered the fingerstick value to calibrate the system; subsequent ilet readings rose into range and the cgm was later confirmed to read accurately. Symptoms included perceived hypoglycemia without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included no hospitalization, no emergency intervention, and resolution after calibration and oral glucose. Investigation included customer interview, device data review via user-provided information, and troubleshooting and education regarding sensor calibration and comparison to a glucometer. Investigation of this case revealed a transient discrepancy between cgm/ilet readings and capillary blood glucose that resolved after calibration, with no device malfunction confirmed. It was concluded that the event was hypoglycemia with unclear cause related to inaccurate low sensor readings that corrected with calibration and user education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.